Event description:
It was reported that during the implant procedure, the lead exhibited capture anomalies. The lead was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal lead characteristics.